Manufacturer narrative:
(B)(6) 2015 01:46 pm (gmt-4:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A maquet field service technician evaluated the unit in question. He noticed the failure "error head" occurs sporadically. It was determined that not the rotaflow console but the rotaflow drive was causing the reported failure. The effected drive was replaced with a loaner unit and sent to the manufacturer for repair. A supplemental report will be sent if new information becomes available.

Event description:
It was reported that during patient treatment the error message "head error" was displayed. Information was provided that the unit had to be restarted three times before it started runing again. No consequences to the patient were reported. (B)(4).

Manufacturer narrative:
On (B)(6) 2015. (B)(4). During incoming inspection of the device by a maquet service technician, the reported failure of "error head" could be confirmed. The device in question was sent to the supplier for further investigations and repair. A primary report of the rotaflow drive sn : (B)(4) was provided to the manufacturer, stating the following: during the evaluation of the rfd it was noticed that the chassis plug on the connecting line was not installed correctly. On the plug connector it can be seen that a large part of the thread is visible and it was only slightly tightened. The position of the insulating part of the plug is too low within the plug housing. The position of the insulating part (contacts) to the connector housing was mounted in a way that it was rotated by 180 °. The latching of the nose to the respective groove was not given / possible. Therefore it can be assumed that the rfd (rota flow drive) - connector has been opened by a third party. The clamping sleeve and the underlying insulating part were not in the right position or loose. Due to the subsequent operation of the device respectively the energizing of the rfd with the twisted plug, the internal electronic was damaged. Therefore, a clear conclusion towards the primary cause of the failure is no longer possible. The cause for the failure cannot be confirmed since the product was tampered and the product was in a condition where it does not meet manufacturer¿s specifications. Therefore the reported product malfunction "error head" cannot be confirmed.

Event description:
(B)(4) .